Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed and reveal no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected.